Event description:
It was reported that the alleged device was inserted in pt for bladder irrigation with antibiotics. The first nurse connected the device to intravenous tubing and pump to run the procedure one to two days without any problem until pt called for assistance when the setting was found disconnected. The second nurse reconnected the tubing and inserted the intravenous tubing to the balloon port of the device, and the balloon soon burst at 100 cc/hr pump rate. A cystoscopy was done to retrieve the balloon fragments from the bladder. The hospital is still in the process of investigating this case, and does not believe that this relates to product problem.